Event description:
A complaint was received from a customer that reported erratic results. The customer stated that they rec'd a result of 246 mg/dl and went to the emergency room since this result was extremely higher that they typically receive. Typically the customers' blood sugar is around the 100-120 mg/dl range. At the hospital the customer's blood sugar was 83 mg/dl. The time difference between these readings was approximately 2 hours but no medication or food was taken during the readings. While on the phone a review of the system was conducted. The customer did not have the requisite supplies to conitnue the testing and these are being provided.